Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
Handpiece primed and functioned properly during set up. Hand piece failed prior to insertion - doctor stepped on foot pedal and no energy until the system re-primed and it failed to function.